Event description:
This pt offered no complaints pre treatment. 8o minutes into his treatment he complained of luq abdominal pain. He was given two tylenol. One hr later he complained of chills. Temp 97.6 to max of 101. The physician was in attendance. Blood culture & cbc drawn. The treatment was discontinued and the pt went to the hospital for observation. The wbc result was 7.2 the pt usually runs 4.19 - 5.02 range. Pyrogen testing negative, blood cultures - negative. 20th use for dialyzer.